Manufacturer narrative:
Additional information.

Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was not recalibrated because the sensor matched the numbers obtained during the procedure. Accurate readings were observed under the manufacturer's patient care network database.